Manufacturer narrative:
Thirty-four mz1000 china samples were returned for investigation of (B)(4) and (B)(4)(appendices 1 & 2); two of the samples were received in opened packaging from lot 23085023 with no residual fluid observed, and the remaining thirty-two had traces of residual fluid and were received without packaging. No connecting device was available to aid the investigation. The customer reported that "mz infusion connector in clinical use, respectively, in the use of 1-3 days within the connector rupture leakage, resulting in clinical work inconvenience, chemotherapy drug outflow caused by the dissatisfaction of doctors and patients" the returned samples were subjected to functional testing by subjecting to pressure testing; twenty-nine of the samples without packaging were confirmed to be leaking from cracks on the female luer adapters (appendix 1). No leakage was observed from the remaining samples throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 23085023 and 23125406 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards.

Event description:
It was reported that bd maxzero needleless connector was damaged the following information was received by the initial reporter with the following verbatim mz infusion connector in clinical use, respectively, in the use of 1-3 days within the connector rupture leakage, resulting in clinical work inconvenience, chemotherapy drug outflow caused by the dissatisfaction of doctors and patients.